Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application froze. No injury or medical intervention was reported. No product or data was provided for evaluation. The reported event of frozen g5 mobile application was not confirmed. A root cause could not be determined.